Event description:
The pt experienced stimulation sensation in the wrong location. The hcp was unable to reprogram her device to cover her left side where she had no stimulation coverage. An x-ray revealed that the lead was tilted (date not reported). The pt had an appointment scheduled with her hcp. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
For malposition or migration.